Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the insulin on board (iob) feature was not calculating correctly during bolus calculations and that subsequently the patient experienced low blood glucose (bg) of 39 mg/dl. The reporter did not discuss any symptoms associated with the low bg. The patient reportedly remained on the pump. Troubleshooting revealed that the iob feature was not turned on. No pump defects were found upon troubleshooting. This complaint is being reported based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy associated with use error.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s user settings indicated that the iob duration was set to four hours. The black box confirmed that boluses were executed within the set four hour iob duration period. A review of the pump histories showed that the total daily dose history added up correctly and appropriately matched the daily basal target. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A 10unit bolus was performed with an iob duration period set to two hours; after the two hours, the iob status was 0.00 and was accurately reflected in the iob status. The iob was found to be functioning appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.